Event description:
According to the reporter, the hose at the joint of the catheter was found to be damaged during use. A tear was found on the silicone extension tube near the end of the blue port. There was no reported blood leak. The catheter was implanted for a day prior to the event and it was mentioned that the patient/folks were not responsible for any type of catheter maintenance (such as cleaning, dressing change). There was no damage noted upon opening of the package and the kit was still sealed upon receipt. There was no damage observed on both the kit and the external packaging. Flushing was said to have been performed with normal result. The clamps were moved to less than 10 and the device was not repaired. It was said that the use of the product was immediately stopped right after the issue was noted. Upon checking the patient, the tube needs to be re-installed. Medical intervention was required and provided to the patient as a result of the event. A replacement of a new tube was performed to resolve the issue. There was no reported patient injury.

Manufacturer narrative:
Correction: b5. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the hose at the joint of the catheter was found to be damaged during use. A tear was found on the silicone extension tube near the end of the blue port. There was no reported blood leak. The catheter was been implanted for a day prior to the event and it was mentioned that the patient/folks were not responsible for any type of catheter maintenance (such as cleaning, dressing change).there was no damage noted upon opening of the package, the kit was still sealed upon receipt and no damage noted on both the kit and the external packaging. Flushing was said to have been performed with normal result. The clamps were moved to less than 10 and the device was not repaired. The use of the product was immediately stopped right after the issue was noted. Upon checking the patient, it was reported that the tube needs to be re-installed. Medical intervention was required and provided to the patient as a result of the event. It was a reported that the replacement of a new tube was performed to resolve the issue. There was no reported patient injury.